Event description:
Information was received from a patient representative regarding an implanted infusion pump. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the patient had been in the hospital since implant due to the pump not working. It was reported that the "pump is working" but the doctor sent the patient to the hospital because the patient was very stiff and their "bladder and bowels are shutting down". The patient had a catheter and had to have enemas. The patient was told that a manufacturer representative (rep) would be sent to meet the patient at the hospital to fix the settings, but the reporter had not heard anything yet. The reporter was redirected to the healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.